Manufacturer narrative:
Manufacturer's investigation conclusion: the cause of the reported pump stop events was confirmed during the evaluation of the returned modular cable. The submitted system controller event log file captured two events on (B)(6) 2020 where the pump speed reduced to 0rpm and the low flow hazard alarm became active. The full duration of the first event could not be determined because the onset of the event had been overwritten by new data, but per the available data, the event lasted at least 41 seconds. The second occurrence lasted approximately 12 seconds. During the events, the log file captured an intermittent communication issue between the controller and the pump. The system appeared to function as intended for the remainder of the log file and no further issues were captured on subsequent log files submitted for evaluation. The exchanged modular cable was returned in used condition. The polyurethane outer jacket and bend reliefs were discolored dark gray but appeared free of damage. Electrical continuity testing confirmed that the black wire (ground) was fractured. Visual inspection of the wires found a kink approximately 3in from the controller connector where the black wire had fractured. The adjacent yellow and green wires showed severe kinking and tearing with the majority of the exposed conductors fractured. The yellow and green wires comprise the driveline communication lines and the observed pump stoppages are consistent with an intermittent electrical short between the exposed conductors. The wire damage appeared consistent with fatigue failure due to repetitive flexing at the location of the kink. Examination of the remainder of the modular cable found several additional areas of kinking with breaches in the black, yellow, and orange wires at three different locations. These areas of damage would not have contributed to the reported event or functional issue. Heartmate 3 lvas patient handbook, document #10006136, rev. B provides information on driveline care and cleaning in the caring for the driveline section. The equipment maintenance section explains that as needed, the user can clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap. Heartmate 3 lvas IFU, document #100168999, rev. A, provides instructions for replacing the modular cable. The surgical procedures notes that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Both documents caution the user to avoid pulling on or moving the driveline. These documents further emphasize not to twist, kink, or sharply bend the driveline, system controller power cables, or mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten. The alarms and troubleshooting sections provide additional instruction regarding the driveline in a sub-section entitled "what not to do: driveline and cables." No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer reference number: 2916596-2020-00777. It was reported that the patient experienced audible alarms while at home sitting and lying down, on batteries as well as the mpu. During interrogation of the device, low flow alarms and pump stops were found. Analysis of the log file captured communication issues on com a & b. This could explain the reported zero speed, flow and pi. The file started off with the patient on battery so the manufacturer's technical services was not able to view the data from when the issue started on mpu as the patient reported. The cause of this event was not confirmed but under the reported circumstances with the patient being in bed supported by the mpu, possibly an electrostatic discharge (esd) event occurred. The file started on (B)(6) 2020 at 11:53:45 with 0 speed, flow & pi with power of 1.2 w. At 11:54:26 the pump was operating again @ 5200 rpm with pump parameters that returned to normal. Then at 13:14:32 the speed dropped to 0 rpm with the flow & pi also reaching 0 with power greater than 3 w. At 13:14:45 the pump was operating again @ 5200 rpm with pump parameters that returned to normal. The pump parameters remained normal for the remainder of the log file which ended at 14:28:31. A log file was reviewed on (B)(6) 2020, the event log contained multiple pi events that were occurring all throughout the event log. All pi events will cause the hm3 vad speed to drop to its low speed limit, which was set at 5200 rpm.